Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient states breast is sitting higher, feels firmness and discomfort. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported visible superior displacement of the breast with capsular contracture, baker grade iii, superior pole is firm, there is some stretch and emptiness of the lower pole. Patient states breast is sitting higher, feels firmness and discomfort of the superior aspect. This record is for right side. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient states breast is sitting higher, feels firmness and discomfort. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.